Manufacturer narrative:
H3, h6: the logs and exports were returned for clinical analysis. The analysis determined that the root cause of the registration failures experienced was low image match between the CT and the fluoro due to new hardware being inserted. This hardware obstructed the anatomy and disturbed the registration. An attempt to register l2-l4 with the same ap and obl set used in the operating room did not have the titanium interbodies, but yielded a successful registration, which further proves the root cause of the registration failures. According to the user manual of mazor x stealth edition it is recommended to use spine-shifter tools for the interbodies workflow only after executing all pedicles drilling, in accordance with the planning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site were unable to complete the registration of the patient from l3 to s1. The site were working with a pre-op CT scan and placed two titanium cages from l4 to l5 and l5 to s1. They had also placed a pelvic bolt in s2. The manufacturer representative said that the pelvic bolt was covering the s1 body in the oblique shot, but did not think the inability to perform the registration was due to the pelvic bolt, but thought the titanium cages may have been the root cause of the issue. The guidance system was aborted, as the surgeon resorted to the navigation system. The delay was 1 hour. The patient's blood loss was increased and the patient needed several blood transfusions because of the delay. Patients recovery may be affected, but their outcome will be the same.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.